Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. Before use on the patient, at the time of suturing in surgery when doctor opened the foil, he found that the suture was already broken into many parts in the foil. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one open sample that pertain to product code nw1326. During visual inspection of the returned sample, it was observed that the winding former contained a suture. However, the suture cannot be dispensed due to it has begun with the degradation process; per the sample condition, the functional test cannot be performed.no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one open sample that pertain to product code nw1326. During visual inspection of the returned sample, it was observed that the winding former contained a suture. However, the suture cannot be dispensed due to it has begun with the degradation process; per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any patient consequences? : no * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) : sister.